Event description:
It was reported that the insulin pump unexpectedly pushed nearly all the insulin out before stopping. The blood glucose reading was 152 mg/dl. The customer's father stated that this issue had occurred twice. He noted that there were recent low reservoir, low suspend and low battery alarms from 4 days prior. He declined troubleshooting assistance for these alarms. He advised that the device had not been exposed to anything, nor had it been damaged. He stated that the drive support cap was in place. The insulin pump passed the displacement test and functional test. He advised that he would wait 3 days for the next infusion set, reservoir and insulin change and call if the issue persisted. No further assistance was necessary. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.